Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customers blood glucose (bg) level. Customer changed the pump supplies and successfully resumed insulin therapy, and has manual insulin injections if needed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.